Manufacturer narrative:
The customer replaced the battery to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that while performing pm, the unit is failing a battery test. The unit will not operate on battery. The customer confirmed in service mode that voltage is showing only 9.8 volts. The customer also states the battery manufacturer date is 2016. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse informed the customer that our recommendation is to replace the battery every 5 years. The customer is requesting part number and price for a replacement internal battery. The investigation is ongoing.